Manufacturer narrative:
Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 08/14/2024, zyno received a report from the customer reporting they had an issue with the pump. Per the customer stated the device would not power on. However cnce plugged in the device turned on by itself with nothing on the display but the back light. Customer was unable to power off the device or perform further evaluation. There was no patient harm/injury reported.